Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Hospitalisation [hospitalisation] case description: this case was reported by a non-health professional via call center representative and described the occurrence of hospitalisation in a female patient who received denture cleanser (polident neo denture cleanser) tablet for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started polident neo denture cleanser. On an unknown date, an unknown time after starting polident neo denture cleanser, the patient experienced hospitalisation (serious criteria hospitalization) and denture discolouration. The action taken with polident neo denture cleanser was unknown. On an unknown date, the outcome of the hospitalisation and denture discolouration were unknown. It was unknown if the reporter considered the hospitalisation to be related to polident neo denture cleanser. [Clinical course] on an unknown date, polident neo denture clenser was used, then, device discolouration of the pink part of the dentures occurred. The above was mentioned by the customer who currently appeared. The user was the customer's wife who was currently in the hospital. For the purpose of preventing covid-19, the user's family could not meet with the user who was the inpatient. Therefore, the details were completely unknown. Hearing from the hospitalized customer's wife (the user), the obtained information was only as follows: the dentures were soaked in polident neo denture cleanser, then, the device discolouration of the pink part of the dentures occurred. The customer would be contactable a long way ahead after the discovery of the details of the device discolouration following the customer's wife's (the user) discharge. The dentures would be checked by the doctor, thereafter, the contact from the customer would be received.